Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to produce audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault and determined the root cause to be moisture ingress. The faults were attributed to moisture ingress which had led to significant corrosion within the device on multiple components and critical circuitries. This had resulted in multiple failure modes including but not limited to the inability of the device to power-on, multiple low battery fails, incomplete log entries, capacitor and rtc faults within the device memory and the depletion of an installed pad-pak. Due to the extent of the corrosion on the pcba and the damage this had caused to critical circuits, no further investigation could be carried out. It is unclear when the moisture penetrated the device. However, the severity of the corrosion would indicate the device had been in the presence of moisture for a prolonged period. The user would have been alerted with a ¿warning, device service required¿, prompt. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to produce audio prompts at power up. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.